Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(6).

Event description:
It was reported that the patient was no longer receiving adequate pain relief despite multiple attempts of reprogramming. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility. No device malfunction suspected.